Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed oversensing non-physiologic/sensing integrity counters. There were 1,817 ventricular sensing integrity counters since last session 9.9 days ago. The right ventricular pace impedance was steady at approximately 557 ohms through (B)(6) 2015 and rises out of range by (B)(6) 2015. Concomitant products: a4dr01 ipg, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, short v-v intervals, and was possibly fractured. The lead was explanted and replaced. During extraction of the rv lead, the right atrial (ra) lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.